Event description:
It was reported that the customer went to the hospital and was admitted to the intensive care unit (ICU) with a low blood glucose (bg) level, value was not provided, and a concussion. Customer attempted to treat their bg with consuming carbohydrates, however was treated with intravenous fluids of saline in the ICU. Reportedly, the customer was released the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.